Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they are stuck at upper aligner 13 and their teeth have not moved in months. Their bottom teeth have shifted to be straight and their top teeth do not match their bottom teeth creating a messed up bite.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.